Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was hospitalized for the event and was discharged one week later. The patient was treated with fortum injection (1gm, route, frequency and duration were not reported) and vancomycin injection (1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The patient was re-trained in aseptic technique and now patient always puts a mask during dialysis. No additional information is available.